Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right motor brake has come lose and the motor now does not work at all.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the brake assembly was loose, which confirmed part of the original complaint issue. However, the underlying cause could not be determined. The motor ran during the bench test. The issue with the motor not running was not confirmed.

Event description:
Right motor brake has come lose and the motor now does not work at all.